Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During a service evaluation at the manufacturer facility, the manufacturer service technician reported that the front housing of the device was observed being chipped. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
During a service evaluation at the manufacturer facility, the manufacturer service technician reported that the front housing of the device was observed being chipped. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.